Manufacturer narrative:
(B)(4). A wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. The stent was returned fully covered and undeployed. Visual examination found an unknown wire inside the tip/sheath of the delivery system. The unknown wire was not a guidewire or the shipping mandrel; therefore, it has been deemed as a foreign material. The sheath was damaged at the guidewire access sleeve(gas) section; the gas ramp bowed inside the outer clear sheath. Functional evaluation was performed and a test guidewire was inserted inside the tip; however, the test guidewire was unable to advance due to the unknown wire found inside the sheath. The stent was able to be deployed but with some resistance. No other issues were noted to the stent and delivery system. The unknown wire found in the tip/sheath of the delivery system would have been detected during manufacturer inspection. The investigation concluded that the observed failures were likely due to procedural factors encountered during the procedure. It may be that handling and manipulation of the device during procedure could lead to the damaged sheath at the gas section. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and an unknown wire was found inside the tip/sheath of the delivery system. This event has been deemed an MDR reportable event based on the investigation results which revealed a foreign material found inside the tip/sheath of the delivery system.